Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that about eighteen months earlier, she was hospitalized due to a blood glucose level of 864 mg/dl and diabetic ketoacidosis. The customer reported that the incident was due to a site issue. Customer stated that her blood glucose level rose to 900 mg/dl by the time she was admitted. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.